Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced adhesive issues on (B)(6) 2026. The infusion set fell off the body the day after placement. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.